Event description:
The device was soaked in hot water in the operating room prior to use to make it more pliable. During use the tip of the device separated from the cannula body. A second venous cannula was used to retrieve the tip component. The pt is in good condition and there were no adverse outcomes.